Manufacturer narrative:
Our quality engineer inspected the photo and samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the samples showed the needle had pierced through the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully. Current control is an in-process inspection in place to check for needles that have pierced through the catheter.

Manufacturer narrative:
Correction to lot number. Batch number 4310711 was entered incorrectly; the correct batch number is 4310771.

Event description:
It was reported that bd cathena 22gx1.00in straight bc needle went through the catheter phone call received form xxxx regarding another incident with cathena ivcs, this time a 22g. Reported that a 22g cathena was placed into a patient's arm in dosa department and that the clinician had difficulty advancing the ivc into the patient- said "felt stuck". Upon removal (as could not use), discovered the needle was poking through the side of the cathena. Patient required new insertion of cathena ivc, no delay to treatment. Xxxxx reported initially that the sticktion was not released by loosening the ivc, but later called to informed that they did and that she believes is user error. Sample retained and available for collection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.